Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: biolox femoral head, unknown part/lot, 110010245 g7 osseoti 4 hole shell 54 mm f 6022434, 010000997 g7 screw 6.5 mm x 20 mm 60628020, 010000999 g7 screw 6.5 mm x 30 mm 6073815, 010000936 g7 hi-wall e1 liner 36 mm f 6078657, 010000936 g7 hi-wall e1 liner 36 mm f 6078657, 192414 echo por fmrl red nc 14 x 150 mm 624300. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to correct implant sizing same day as initial procedure. No further information has been made available at this time.